Manufacturer narrative:
(B)(4). Updated sections: b4, d10, g3, g6, h2, h6, h11. The lot # 3000504808 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the cautery phase of the harvest (saphenous vein), the cautery function stopped working. After several successful branch cauterizations, the vasoview hemopro 2 failed to cauterize further. The harvester was experienced. This was not an emergent shutdown event, as the harvester waited the appropriate amount of time; however, the energy did not return to the tool. A new kit was opened, and the procedure was completed successfully with no issues related to the vein or the patient, and no bleeding occurred. The event resulted in a 3¿4 minute delay. The device was discarded.